Event description:
According to the reporter, one week after catheter implantation, it was found that the luer connector at the blue (venous) end had obvious cracks and leakage occurred. There was nothing unusual observed on the device prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Flushing was done with normal results. There was no instrument used to loosen or tighten the device. Iodophor (without alcohol) was the cleaning agent used on the device and typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The insertion site was not treated prior to product placement, and tego was not utilized. There were no other products being utilized with the device. There was no intervention/treatment required as a result of the adapter issue and as a result of the event. As a remedial action, the catheter was repaired by replacing the luer connector using the repair kit. The treatment continued and was completed after the remedial action was done. There was no blood loss, and a blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one week after catheter implantation, it was found that the luer connector at the blue (venous) end had obvious cracks and leakage occurred. The catheter was repaired. There was no instrument used to loosen or tighten the device. Iodophor (without alcohol) was the cleaning agent used on the device. Tego was not utilized. The insertion site was not treated prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d4 (unique identifier (UDI) #). Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter with a crack on the threads of its venous luer adapter. No other abnormalities were observed with the device. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.